Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and stress test on heart. The customer called for an ambulance because blood glucose was at 600 mg/dl due to not feeding correctly. The blood glucose at time of admission is unknown. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.